Event description:
Upon follow up, information received from the consumer indicated a diagnosis of superficial punctate keratitis. The consumer was prescribed ofloxacin eye ointment. The consumer experienced irritation and was treated with an eye patch. During the follow up visit the next day, the consumer was prescribed gatifloxacin eye drops and the moisture agent sodium hyaluronate, to be applied four times daily for one week. The doctor examined the lens and no abnormalities were found; the contact lens continued to be used as usual. Subsequently, the consumer visited the doctor and was again diagnosed with superficial punctate keratitis and was prescribed levofloxacin eye drops. Based on information received following submission of the initial report, this event does not meet the criteria for reporting a serious injury. Upon reconfirmation, it was clarified that the diagnosis was superficial punctate keratitis (spk) and not a corneal ulcer.

Manufacturer narrative:
Additional information received and updated in b5, b2 and h6. Based on additional information received following submission of the initial report, this complaint does not meet criteria for the serious adverse event, thus the review of the facts available at this time, the report has been downgraded to non-serious and non-reportable and will no longer require updates in the future. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the consumer stating that the consumer experienced pain and irritation in the left eye after wearing a contact lens. The consumer visited a doctor and was diagnosed with a corneal ulcer. The doctor noted no abnormalities in the lens and did not prescribe medication at that time but advised discontinuing contact lens use for several days and scheduled a follow-up appointment the next day. On the next day during the follow-up visit, the diagnosis of corneal ulcer was reconfirmed. The doctor prescribed eye drops, specifically levofloxacin (antibacterial) and sodium hyaluronate (moisturizing agent), though no instructions were provided regarding the duration of use. The patient was again advised to refrain from wearing contact lenses for several days and to return for another follow-up in one week. At the subsequent follow-up visit, the doctor confirmed that the eye showed no damage and that the irritation had resolved. The consumer was not instructed to come again. The current status of consumer's eye was symptoms resolved at the time of this report. No additional information has been requested.